Manufacturer narrative:
The complaint device is not returned to the manufacturer. Without the complaint device or lot number and just with the information provided, it is not possible to further test the product, or do a DHR review to determine why the damage could have occurred. Root cause is underterminable.

Event description:
"Sheath was inspected prior to insertion and no abnormalities were seen. Sheath was inserted with no issues. After intervention was completed sheath was being removed and the coiling on the sheath unwound. The physician could not remove the entirety of the sheath from an endovascular perspective and the sheath had to be removed by making incision(s) in the patients abdomen to the sheath and pieces removed." What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: nothing. Once the sheath uncoiled they knew surgical option was the next best step. What is the next course of action?: surgical removal. Patient present at time of event?: yes. Patient complications: bleeding,dissection,scarring,surgery,blood loss / hemorrhage in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: the device fell apart inside the artery of the patient. Medical or surgical interventions: an open surgical procedure was required to get all of the pieces out of the patient. Patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital?: unknown. Patient outcome: expected to fully recover. Reason for unsuccessful procedure: surgeon had to abort the angiogram and open the patient up surgically to get the pieces of the failed sheath out of the body. Based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - general anesthesia. Type of procedure: angiogram. As reported device codes: 1188: detachment of device or device component . As reported patient codes: 9071: dissection, 9028: blood loss. Device/procedure outcome: procedure cancelled/rescheduled,unable to use device - attempted . Patient outcome: f19: surgical intervention, 104: cancelled/rescheduled - post sedation/sedation unknown.

Manufacturer narrative:
Initial report submitted on 13 nov 2024, per MFR report #: 3003637635-2024-00021. The DHR review showed that there is no production or design issue that can lead to the defect which caused the complaint case. According to the additional information provided by the customer, the dilator was not used during sheath removal. According to the IFU of the device, dilator usage during withdrawal is a must. The root cause has been established as user error.

Event description:
The problem was described as: "sheath was inspected prior to insertion and no abnormalities were seen. Sheath was inserted with no issues. After intervention was completed sheath was being removed and the coiling on the sheath unwound. The physician could not remove the entirety of the sheath from an endovascular perspective and the sheath had to be removed by making incision(s) in the patients abdomen to the sheath and pieces removed." What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: nothing. Once the sheath uncoiled they knew surgical option was the next best step. What is the next course of action?: surgical removal. Patient present at time of event?: yes patient complications: bleeding,dissection,scarring,surgery,blood loss / hemorrhage in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: the device fell apart inside the artery of the patient. Medical or surgical interventions: an open surgical procedure was required to get all of the pieces out of the patient. Patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: unknown patient outcome: expected to fully recover reason for unsuccessful procedure: surgeon had to abort the angiogram and open the patient up surgically to get the pieces of the failed sheath out of the body. Based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - general anesthesia type of procedure: angiogram as reported device codes: 1188: detachment of device or device component as reported patient codes: 9071: dissection, 9028: blood loss device/procedure outcome: procedure cancelled/rescheduled,unable to use device - attempted patient outcome: f19: surgical intervention, 104: cancelled/rescheduled - post sedation/sedation unknown. On 14.11.2024 customer provided additional information about the complaint: please provide the product details (model number, lot/serial number) for the device involved in this event. Us-36060-f-st-h lot# 800394. Can you please describe the patient anatomy during operation? Patients native anatomy was normal. There was calcification at the iliac bifurcation and scar tissue from previous endovascular procedures at the access site in the groin. In which body part did the incident occur? Between the external iliac and common femoral artery. Common fem was the access site. Was there increased resistance felt during the procedure, e.g. Due to calcification or scar tissue? Yes due to scar tissue. Was the dilator used during sheath removal? No.

Manufacturer narrative:
Initial report submitted on (B)(6) 2024, per MFR report #: and the follow up report was submitted on (B)(6) 2024. Initially it was reported that the device would not be returned for an evaluation however the device has since been returned to the manufacturer and a visual inspection has been performed. Therefore, this second follow up report is submitted to document that the device was indeed returned. The visual inspection, together with the DHR review showed that there is no production or design issue that can lead to the defect which caused the complaint case. The root cause attributed to user error, as reported in the previous follow up report remains unchanged.

Event description:
The problem was described as: "sheath was inspected prior to insertion and no abnormalities were seen. Sheath was inserted with no issues. After intervention was completed sheath was being removed and the coiling on the sheath unwound. The physician could not remove the entirety of the sheath from an endovascular perspective and the sheath had to be removed by making incision(s) in the patients abdomen to the sheath and pieces removed." What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: nothing. Once the sheath uncoiled they knew surgical option was the next best step. What is the next course of action?: surgical removal. Patient present at time of event?: yes patient complications: bleeding,dissection,scarring,surgery,blood loss / hemorrhage in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: the device fell apart inside the artery of the patient. Medical or surgical interventions: an open surgical procedure was required to get all of the pieces out of the patient. Patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: unknown patient outcome: expected to fully recover reason for unsuccessful procedure: surgeon had to abort the angiogram and open the patient up surgically to get the pieces of the failed sheath out of the body. Based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - general anesthesia type of procedure: angiogram as reported device codes: 1188: detachment of device or device component as reported patient codes: 9071: dissection, 9028: blood loss device/procedure outcome: procedure cancelled/rescheduled,unable to use device - attempted patient outcome: f19: surgical intervention, 104: cancelled/rescheduled - post sedation/sedation unknown on (B)(6) 2024 customer provided additional information about the complaint: please provide the product details (model number, lot/serial number) for the device involved in this event. Us-36060-f-st-h lot# 800394 can you please describe the patient anatomy during operation? Patients native anatomy was normal. There was calcification at the iliac bifurcation and scar tissue from previous endovascular procedures at the access site in the groin. In which body part did the incident occur? Between the external iliac and common femoral artery. Common fem was the access site. Was there increased resistance felt during the procedure, e.g. Due to calcification or scar tissue? Yes due to scar tissue was the dilator used during sheath removal? No it was indicated the device will be returned for analysis.